Event description:
It was reported that there were removal difficulties, the shaft tore and stent dislodgment occurred. The lesion being treated was located in the distal right coronary artery. The physician predilated the target lesion then advanced a 2.5x20mm taxus libetre stent delivery system (sds). However, the sds was unable to cross the lesion. Upon removal of the sds the catheter tore. The device was successfully removed, however the stent dislodged and remains in the pelvic region. The procedure was completed by implanting a stent in the target lesion. No further patient complications were reported and the patient's status is stable and ok.

Event description:
It was reported that there were removal difficulties, the shaft tore and stent dislodgment occurred. The lesion being treated was located in the distal right coronary artery. The physician predilated the target lesion then advanced a 2.5x20mm taxus libetre stent delivery system (sds). However, the sds was unable to cross the lesion. Upon removal of the sds the catheter tore. The device was successfully removed, however, the stent dislodged and remains in the pelvic region. The procedure was completed by implanting a stent in the target lesion. No further patient complications were reported and the patient's status is stable and ok.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the catheter was returned without the stent and in two sections due to a hypotube break at 401 mm from the manifold strain relief. The hypotube was kinked throughout the full length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).